Event description:
The customer reported the system displayed a precharge voltage error message and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. Further repair information is not available. The system operates as intended.